Event description:
It was reported that while the device was operating on high flow, the system suddenly stopped blowing air. There was no patient involvement when the issue occurred, no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Per the diagnostics performed by the engineer, the biomed reported that the blower stopped blowing. The remote service engineer (rse) had the biomed check the event log, but no error codes were found in error log. The customer tested device, and reported that the device seemed operational. The customer checked the rpms on blower, and the rpms did not change until device was above 20 slpm. The rse advised the customer to replace blower assembly and test the device to verify if it was fully operational. The customer requested and was provided with the part number for blower assembly - blower assembly, 453561512761. The customer reported that no issues were found, and it was verified that the device was operational.

Manufacturer narrative:
The customer reported that it was unknown how the issue was found. No patient or user harm reported. It was reported by the customer that the blower assembly was replaced to resolve the issue, and it was verified that the device was operational.